Manufacturer narrative:
Based on the limited information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient's attorney. The patient's attorney alleges that several month post implant the patient was treated for hernia recurrence. To date patient medical records have not been provided. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient was implanted with a bard/davol ventralex hernia patch for the repair of an umbilical hernia. Post operative the patient started experiencing pain radiating from his abdomen. (B)(6) 2015 - the patient experienced a hernia recurrence. As alleged the patient underwent surgery and upon entering the abdominal cavity, the patients surgeon noted that the bard/davol ventralex hernia patch had failed, and he removed the mesh. The patient attorney alleges, the patient has suffered and will continue to suffer physical pain and has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures due to the alleged defective ventralex hernia patch.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient was implanted with a bard/davol ventralex hernia patch for the repair of an umbilical hernia. Post operative the patient started experiencing pain radiating from his abdomen. (B)(6) 2015 - the patient experienced a hernia recurrence. As alleged the patient underwent surgery and upon entering the abdominal cavity, the patients surgeon noted that the bard/davol ventralex hernia patch had failed, and he removed the mesh. The patient attorney alleges, the patient has suffered and will continue to suffer physical pain and has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with implant of ventralex st. Per operative notes, "the umbilicus off of the hernia sac to the left side was identified and was reduced. The medium ventralex st mesh was then placed in the preperitoneal space and then all 4 quadrants secured." (B)(6) 2015 - patient underwent explant of infected umbilical hernia mesh and abdominal wall scar with primary closure and placement of dressing. Attorney alleges that the patient had fistulae, infection, pain and hernia recurrence.

Manufacturer narrative:
Based on the limited information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient's attorney. The patient's attorney alleges that several month post implant the patient was treated for hernia recurrence. To date patient medical records have not been provided. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum #1: h11: this supplemental MDR is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Attorney alleges that the patient had infection, fistula, hernia recurrence, pain, scar and mesh explant post implant of ventralex st mesh. The instructions-for-use supplied with the device lists infection, fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the brand name which was inadvertently incorrectly updated in previous supplemental emdr. Note :section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Based on the limited information provided at this time, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient's attorney. The patient's attorney alleges that several month post implant the patient was treated for hernia recurrence. To date patient medical records have not been provided. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning section states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Without a lot number a review of the manufacturing records is not possible. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Attorney alleges that the patient had infection, fistula, hernia recurrence, pain and explant post implant of ventralex st mesh. The instructions-for-use supplied with the device lists infection, fistula as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), e3, g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected field: d 6a (date of implant). Should additional information be provided, a supplemental emdr will be submitted. Note section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2015 - the patient was implanted with a bard/davol ventralex hernia patch for the repair of an umbilical hernia. Post operative the patient started experiencing pain radiating from his abdomen. (B)(6) 2015 - the patient experienced a hernia recurrence. As alleged the patient underwent surgery and upon entering the abdominal cavity, the patients surgeon noted that the bard/davol ventralex hernia patch had failed, and he removed the mesh. The patient attorney alleges, the patient has suffered and will continue to suffer physical pain and has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incarcerated umbilical hernia and underwent open repair with implant of ventralex st. Per operative notes, "the umbilicus off of the hernia sac to the left side was identified and was reduced. The medium ventralex st mesh was then placed in the preperitoneal space and then all 4 quadrants secured." (B)(6) 2015 - patient underwent explant of infected umbilical hernia mesh and abdominal wall scar with primary closure and placement of dressing. Attorney alleges that the patient had fistulae, infection, pain and hernia recurrence.